Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of aszds194 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (aszds194) have been reported from the same (B)(4) facility.

Event description:
It was reported that seven expired devices were used on patients. All seven were removed from the patients, and there was no reported patient injury. This file addresses the first of the seven devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of use of expired samples is confirmed. Three 22 ga x 0.5 in safestep infusion sets were returned for investigation. The samples were in sealed packaging. A red clinical sample label in (B)(6) was attached to the clear portion of the safestep packaging. The expiration date on the sample on the right end of the photo appears to show ¿2018/04¿. Based on the information provided, it appears that the sales rep incorrectly provided the non clinical use samples and reported they could be used on patients. The facility did not confirm expiration dates and used them; therefore, the complaint of use of expired samples is confirmed. This report addresses sample 1. A lot history review (lhr) of aszds194 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (aszds194) have been reported from the same (B)(6) facility.

Event description:
It was reported that seven expired devices were used on patients. All seven were removed from the patients, and there was no reported patient injury. This file addresses the first of the seven devices. (B)(6) 2018-all devices have been removed. No patient injury reported.